Event description:
The ophthalmic surgeon reported that a system message was displayed and the system stopped during a posterior capsule tear repair procedure. They exchanged the system to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).